Manufacturer narrative:
(B)(4). Eval summary - the analysis found that the (B)(4) was received with the orifices and posts cracked. The housing cap was separated. The latch mechanism was cracked and separated; therefore the reported event could not be conformed. In addition, the obturator cannula was broken in two pieces. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a sigmoidectomy the locking cam was too hard and it could not lock. Another device was used to complete the case. There were no adverse consequences to the pt.